Manufacturer narrative:
(B)(6).

Event description:
It was reported that the patient went in for a left ventricular assist device procedure. A few weeks later, the patient received inappropriate therapy for svt. Therapy had been disabled for surgery and on reprogramming the device after surgery svt discriminators were inadvertently switched off. The device was reportedly working as programmed.